Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional tests; it was noted that device was unable to perform delivery accuracy testing due to "1261" alarm message displayed upon power up. The microprocessor unit board will be replaced. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave an error 1261. No patient involvement.